Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records ad 30 oct 2020 was reviewed. On (B)(6) 2015, the patient had a right total knee arthroplasty. Depuy components, including patella were implanted. Competitor cement was used. There were no complications noted in the operative notes. On (B)(6) 2019, the patient had a revision right total knee arthroplasty to address aseptic loosening of tibial component at the implant/cement interface, pain, and osteolysis around the femoral component. There was no mention of revising the patella. Competitor components including competitor cement were utilized in this procedure. Doi: (B)(6) 2015 ; dor: (B)(6) 2019 (right knee).